Event description:
Patient underwent pci of an occluded saphenous graft in the obtuse marginal and an endeavor sprint rapid exchange (rx) drug-eluting stent was implanted. Approximately 1 year post index procedure, patient was re-hospitalized and occlusion of endeavor stent was confirmed. It was also confirmed that a graft in the rca was chronically occluded. Attempts were made to reopen but the wire could not be inserted. It was decided to treat the patient medically as patient is well and there was good collateral flow to the distal marginal. The patient was doing well on discharge. However, it was reported that, approximately 10 months post intervention, the patient started experiencing massive swelling of legs and feet and was unable to walk over 50 feet at any time. It was reported that patient awakens with high pulse rates and has to take medication to revive breathing. Patient is currently incapacitated and in a wheelchair.

Manufacturer narrative:
Results: (root cause undetermined due to limited information available). Unapproved use of device (device not indicated for use in svg.) Device not available for evaluation.